Manufacturer narrative:
H.6. Investigation summary: one sample was returned to our quality engineer for investigation. Upon inspection of the product it was noted that the stopper is partially detached from the plunger. The sample was disassembled, no damage or molding defect was identified in the plunger rod that could have contributed to this defect. A device history was performed and found no non-conformances related to the reported issue during production of batch 1905272. While we are unable to identify a direct issue, this malfunction likely occurred due to improper alignment of the plunger/stopper to the barrel during assembly. A vision system has been implemented to detect any missing or incorrectly assembled stoppers, the reported lot manufactured before this implementation. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. H3 other text : see section h.10.

Event description:
It was reported that the stopper separated from the bd plastipak¿ concentric luer lock syringe plunger before use. The following information was provided by the initial reporter, translated from french to english: "the black plastic tip is not fully attached to the piston".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper separated from the bd plastipak¿ concentric luer lock syringe plunger before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the black plastic tip is not fully attached to the piston".